Event description:
The patient was not feeling well and presented in the ER. The device was interrogated and found to have decreased lead impedance, decreased sensing. Ventricular capture was intermittent at max output. During the lead revision, the physician felt the lead perforated the right ventricular apex. The physician pulled the lead back and the perforation closed on its own. The lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.